Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the left anterior descending (lad). A 3.75x8mm nc trek neo rx balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however during the initial inflation the balloon was noted to rupture at 6atms. Therefore the bdc was removed and a non-abbott device was used to continued the procedure. There were no adverse patient effects nor clinical delay reported. No additional information was provided.